Event description:
During an esophago-gastro-duodenoscopy procedure an esophageal z-stent was placed after the area had been dilated to 12mm in diameter. After the stent was deployed, the physician attempted to pull the dilating tip through the stent in order to remove the introducer. The dilating tip became lodged in the stent. As a result, the introducer could not be removed. The physician inserted an endoscope in an attempt to dislodge the introducer tip from the stent. The physician was able to free the introducer tip from the stent, but in the process, the stent was pushed into the pt's stomach. The pt was scheduled for surgical placement of a gastric feeding tube. During the surgery for g-tube placement, the stent was also removed.